Event description:
It was reported that during a "tul" procedure retraction resistance was encountered. A stone cone 3 french 7mm cone had been selected to treat an unspecified urethral lesion. An attempt to retract the coil into the sheath was attempted outside the patient's body. Resistance was encountered and the coil was initially unable to be retracted into the sheath. "Somehow", the coil was able to be retracted and another attempt to retract the coil into the sheath was performed outside the patient. The same malfunction occurred. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".